Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 597 mg/dl at the time of the event and reported a sensor glucose and blood glucose difference. Troubleshooting was partially performed and found that the customer was treated with an insulin pump. It was unknown whether the customer was reporting symptoms as a result of blood glucose. It was unknown whether the pump was used within 48 hours and whether the auto mode was active at the time of the event. The sensor glucose value was 68 mg/dl and the blood glucose value was 597 mg/dl. The insulin delivery was not suspended because of the sensor and blood glucose difference. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.